Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: the device had no output and no telemetry due to early battery depletion. The early battery depletion was caused by excess current drain. The cause of the high current drain was traced to gate oxide damage seen on the output transistor which controls the positive side of the left ventricular hold capacitor. The gate oxide damage was electrically confirmed.